Manufacturer narrative:
The service engineer downloaded the software onto the customer purchased graphic user interface (gui) central processing unit (cpu). The ventilator passed performance verification testing, short self testing and extended self testing.

Event description:
It was reported that the ventilator's display was blank. The ventilator was not on a patient at the time of the event.